Event description:
It was reported that during a revision, an extension could not be connected to the neurostimulator. The patient was having the neuro stimulator moved to the abdomen from the buttock. Extensions were going to be added. After disconnecting the lead from the neurostimulator, the physician connected extensions to existing leads/neurostimulator and checked impedances before they did any tunneling. Impedances were normal. Tunneling was then performed. When the physician tried to re-connect the extensions to the neurostimulator, they were only able to insert an extension into the back port partially. Both extensions would only go in so far as approximately the 4th electrode. Both extensions inserted fine into the front port of the neurostimulator. There wasn't any visible blockage in the port. Suction was used, as well as suture to wick the port, but nothing resolved the scenario. The physician ended up replacing the neurostimulator with a 37701. It was noted that there were no issues taking the lead or extension out of the 8-15 port during the procedure. The patient recovered from the procedure with no sequela and follow up indicated that the patient was doing "fine."

Manufacturer narrative:
Lead model 39286-65, serial: (B)(4), implanted: (B)(6) 2011, explanted: na. Final device analysis for neurostimulator (B)(4) revealed that the balseal connector was damaged during the procedure. Functional tests could not be completed due to the damage.